Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer cleaned the vessel, primed the reagent, and completed an ise check. They also ran the weekly wash, calibration, and qc, and all were in range. They checked patient samples, and there were no differences between the pure and pro results. A field service engineer (fse) changed the vacuum nozzle. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable na electrode (sodium) result from the cobas pure c 303 analytical unit for two patients. Patient (B)(6) initial result was 147 mmol/l, and the repeat result was 140 mmol/l. Patient (B)(6) initial result was 146.2 mmol/l, and the repeat result was 139 mmol/l. The initial results were processed on the cobas pure c 303 analytical unit, the repeat results were processed on a different analyzer, a cobas pro.